Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had been having problems with issuing the item. A technical support specialist (tss) reported that remote access was performed on the cabinet, and it was found that drawers 01 to 04 had not been enabled in the setup configuration. All drawers were enabled, and the nurse was then able to issue the item successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, the system had discrepancy in dispensing an item. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.